Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Prior to a procedure for elective device replacement, fluoroscopy revealed externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced during the elective procedure and the patient was stable.